Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the supracross rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the supracross rf wire was one of the devices used during the procedure. Device discarded after procedure.

Event description:
The baylis medical company supracross rf wire was used for transseptal puncture during a lead delivery procedure. When the supracross rf wire was removed from the patient along with the dilator from another manufacturer, tachycardia was noted in the patient. Cardioversion was performed (2-5 times) until normal sinus rhythm returned and the patient stabilized, which took approximately 10 minutes. The procedure proceeded as planned and was completed without further complications or sequela. While there is no evidence to suggest that the supracross rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the supracross rf wire was one of the devices used during the procedure.